Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the piston rod not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/10/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 02/26/2016 with the following findings: on investigation, the alleged motor rewind issue was not verified in the black box or duplicated in the evaluation. Review of the black box data found the available date range did not cover the complaint date due to continued customer use. Review of the available date range did not find any evidence of rewind issues. The cartridge compartment was found to be free of debris. The cartridge cap was not returned and a test cap was used in the evaluation. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence was completed without any issue. A full rewind was performed and a 200 unit test cartridge was inserted successfully. A 24-hour basal exercise was executed without any incidences. Pump casing was opened and no intermittent conditions were found with the motor assembly. Unrelated to the complaint, battery compartment crack was found below the grip pad. The display was found to be dim and discolored.